Manufacturer narrative:
Additional information: section d.9. The recipient's infection is healing well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly developed an infection at the implant site. The recipient presented with pain and swelling. Antibiotic syrup was prescribed but not issued due to unavailability; instead, the recipient was treated with IV antibiotics. The device explanted, and a surgical washout was performed.

Manufacturer narrative:
Additional information: section h.6, b.1, b.2 & h.1. Correction information: section b.1 & h.1. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed the mechanical test performed. This device was explanted for medical reasons. The device passed the tests performed. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.